Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device unexpectedly shut off and showed a communication error during a norepinephrine infusion. It was further noted that no one touched the device prior to it shutting down. No further information was provided regarding the event.

Event description:
It was reported from a cardiac room that the device unexpectedly shut off after it showed air-in-line, channel error and communication error during a norepinephrine infusion from the primary tubing set. It was further noted that no one touched the device prior to it shutting down. There were no patient adverse effects caused in this event.

Manufacturer narrative:
Additional information provided: a2, a3, a4, b7 correction e2, e3, h6: patient code; g.3 (disregard "other" & omit "not provided"). No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.